Manufacturer narrative:
H3) preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar fenestrated grasper. Three images were received for evaluation. Two images depicted the distal end of a bipolar fenestrated grasper. Part of the white plastic pulley was disengaged and the piece was seen outside the body. The blue energy cable was also disengaged. One image showed the housing of a bipolar fenestrated grasper showing the serial number that matched what was reported. Further evaluation of the reported bipolar fenestrated grasper is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, the bipolar fenestrated grasper broke. One piece of the white collar fell into the patient cavity. The piece was retrieved robotically using other instruments. The broken bipolar fenestrated grasper was removed following the steps for broken instruments and was replaced with another one to complete the case. There was a five minute delay. There was no patient injury.